Event description:
The customer reported the unit turns off on it's own when on battery power with a full charge. There was no reported no reported patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.